Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: review of the black box and download history revealed consecutive power on reset events were recorded on (B)(6) 2014. The battery voltage prior to these events was above the battery alarm/warning threshold. On examination, the battery compartment was found to be cracked from the bumper pad down to the case seal. The battery cap was evaluated and determined to meet specifications. The battery cap secured to the pump properly. The pump was exercised for 24 hours without errors, alarms or warnings occurring. There was no interruption of power during testing. The pump was opened for investigation and did not reveal any damage, defect or contamination of the power circuit. Investigation did not duplicate the alleged intermittent power issue and the device was found to be operating within the required specifications.